Event description:
The manufacturer received the information regarding the algo 5 device. The user has reported for "spark". It was reported that the screener plugged in the machine and heard a pop and saw a spark come from the machine. The patient was not connected to the equipment at the time of the occurrence. Additionally, no patient or user harm ocurred at this time.

Manufacturer narrative:
Initial report ref natus complaint # (B)(4). The device has been requested for the return and evaluation. Risk ratings: (B)(4) rev e algo 5 risk analysis, hazard 2.0. Cause - high leakage current. High leakage current on cart chassis. Effect (harm) -electric shock - third degree burn, cardiac arrest, irregular heart rhythm or potential fatalities. Residual risk - moderate. Risk level- medium (11).